Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that a conclusive cause for the crack could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity in the popliteal artery. An attempt was made to inflate the armada 14 balloon; however, a leak was observed at the guide wire side port [hub]. The device was removed and a new device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.